Manufacturer narrative:
Medwatch to FDA on 04/01/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard lump is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device labeling for the reported event of skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site"

Event description:
Patient reported having been injected with unspecified juvederm in the tear trough, nasolabial folds and jaw by a healthcare professional. Over 2 years later, the patient developed "a hard lump under her eye which is growing." Patient notes lumps were also forming on the jaw and nasolabial folds on the same side of their face. Patient has been treated with steroids and antibiotics for 5 weeks. Patient was also treat with hyaluronidase by the healthcare professional. Symptoms are ongoing.

Manufacturer narrative:
The events of swelling and immune reactions related to biofilm theory are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and hypersensitivity: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account.

Event description:
Additional information: the healthcare professional reported symptoms resolved, however another treating doctor reported that patient developed "swelling and hardening of product" in the face a month later. Patient was given treatment of prednisone, ciprofloxacin and multiple hyalase by the treating doctor. The treating doctor had requested information on management "relating to swelling filler reactions" and "immune reactions patients are experiencing down the track with the 'biofilm' theory - not the immediate post injection side effects." Symptoms are ongoing.

Event description:
Additional information: healthcare professional reported injecting the patient with unspecified juvéderm® voluma® and juvéderm® volbella® with lidocaine. Treatment was provided about a month after symptoms appeared. Symptoms are ongoing.